Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer was recently given a contour, and used control solution to clean the inside of the meter. When she found out it was incorrect to do so, she tried removing the control solution from the meter port by sipping it up. Afterwards, the customer said her throat seemed like it was burning. She drank some water and was advised to consult her doctor. The call ended before further information could be obtained. Product was not replaced.